Manufacturer narrative:
Follow-up #1: date of submission (B)(4) 2018 - device evaluation: the pump has been returned and evaluated by product analysis on (B)(4) 2018 with the following findings: a review of the black box showed no power interruptions. The battery compartment was cracked alongside the pump. The battery cap was not returned and a test battery cap was used for testing. The test battery cap attached securely to the pump. The pump was run for 24 hours with no power issues. The pump was opened to find no damage to the power circuit board. The alleged intermittent power issue was not duplicated during investigation. The allegation of a battery compartment crack was duplicated. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2018, the reporter contacted animas, alleging a power (damage) issue. It was alleged that the battery compartment was cracked with intermittent power. There was no indication that the product caused or contributed to an adverse event. This issue is being reported because the user may be unaware that the pump has lost power, leading to under delivery.